Manufacturer narrative:
(B)(4). D10: item # unknown, unknown durom 52mm, lot # unknown g2: report source new zealand the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 19 years and 5 months post implantation due to metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The product involved in the reported event was not returned for investigation; however, pictures were provided and reviewed showed that the explanted head and shell which were covered in bio debris and no other observations could be noted using the images provided. From the images provided the reported event could not be confirmed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Radiographs were provided and reviewed by a radiologist. The review identified the single x-ray provided of left hip shows non-cemented total hip arthroplasty. The acetabular cup lateral angle of inclination appears excessively steep. The femoral component is normally located and appears unremarkable on anteroposterior view. Radiolucency at acetabular cup medial inferior metal bone interface (charnley-delee zone 3) may represent granulomatous osteolysis. Generally reduced bone mineral density is noted. Non-cemented total hip arthroplasty is present exhibiting excessively steep lateral angle of inclination and possible osteolysis at the acetabulum (zone 3) and proximal femur (zone 1). Steep acetabular cup lateral angle of inclination may be associated with increased stress on the acetabular components, metallosis and osteolysis. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.